Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned or available for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.